Manufacturer narrative:
The device was returned to olympus for evaluation and serviced. The evaluation failed the leak test, as the biopsy channel was found leaking. In addition, the distal end portion of the device (c-body) was found to be cracked, dented, and scratched. The device was serviced and returned to the user facility. If additional information is obtained, a follow-up report will be submitted.

Event description:
Olympus was informed by a user facility that the ultrasound probe failed the leak test during reprocessing. There was no report of patient injury associated with this event. The user facility did not provide any other information.